Event description:
The facility reported that a cc4204bf plate collamer lens tore. It is unk if the product malfunctioned, or if the lens, cartridge, or injector were related to the event. The injector and cartridge model and lot numbers were not specified by the facility. No info has been forthcoming from the user facility.